Manufacturer narrative:
The tech found two caster supports were broken which prevented the casters from holding when in brake. The tech replaced the caster supports to repair the bed.

Event description:
Info received indicates the brake is not holding.